Event description:
There was no reported pt impact associated with this complaint. The pt said the pump was not responsive to keypad button presses. The buttons did not click or spring back.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.